Manufacturer narrative:
An investigation has been initiated. The device sample has been received and will be evaluated. When the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that the venous line received flow but was not possible to aspirate flow. An x-ray demonstrated the fracture of the cvc with migration of the proximal end in the venous system, the distal end with cuff remains in its original site. The doctor removed the 2 pieces of the cvc. Patient suffered no ill effects from the event.